Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were difficult to press, intermittently responsive, and seemed to be sticking. The contrast keypad button was unresponsive and also difficult to press. No damage to the pump was reported; however, the keypad symbols were worn. Worn keypad symbols have no effect on insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the keypad was found to be torn over the contrast button. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive. The contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction to manufacturer¿s narrative:follow-up #2 date of submission 10/25/2013-device evaluation:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.